Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device and the attachment device came off. It was further reported that prior to this event, it was observed that the cutting function of the motor device became weak; and that afterwards, it was observed that the rotary sound of the motor was unusual. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: reporter¿s phone number: (B)(6) the serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.